Event description:
It was reported that the user experienced recurrent low glucose while using the ilet, with a most recent nighttime value around 50 mg/dl, without associated symptoms, leading the user to disconnect from the system and seek return authorization after their endocrinologist approved a switch back to their prior therapy. Customer care provided support that included product return eligibility. Investigation of this case revealed no device malfunction reported and an unclear cause of hypoglycemia based on available information. No clinical symptoms associated with hypoglycemia reported. Outcomes included self-treatment with oral glucose without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.